Event description:
It was reported that the pulse generator exhibited a telemetry error. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed that the pulse generator could not be interrogated. The device image showed multiple flipped bits in the product code. The device was not in backup operation. Daily and monthly battery voltage data shows the device battery voltages at beginning of life. The pulse generator was downloaded, and continued to function normally after six days of testing. The combination of multiple flipped bits in the product code caused the telemetry anomaly that had prevented interrogation.